Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the pumps inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The patient could not see and tears or holes in the cassette. The cause of the leak is unknown. The patient was advised to allow the cycler to dry overnight and try the cycler again the next day. Upon follow up, the patient verified the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient skipped the remainder of peritoneal dialysis treatments in the absence of the cycler. The patient has received the replacement cycler but has not used it yet. The patient confirmed that the cycler set used during the fluid leak was available to be returned to the manufacturer for physical evaluation.